Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during thoracoscopy, when firing the manual handle with a reload, a loud sound was heard and the device operator was unable to fire further. Tissue was resected and restapled to fix the incomplete staple line. No other adverse events were reported.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one handle and one reload. Visual examination of the loading unit noted that it was pre-fired and engaged in interlock with the jaws open. Initial visual inspection of the instrument found no abnormalities. Functionally, the instrument was loaded with post market vigilance (pmv) representative reloads. During the firing cycle, a skip was audible in the firing stroke. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. Functionally, the loading unit was loaded into a pmv instrument. The interlock was overridden and the loading unit was applied to test media, and found to function properly. All staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the loading unit from cycling again. A review of the instrument device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. A review of the loading unit device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation summary pending investigation conclusion.